Event description:
Patient reported right breast implant rupture. The device remains implanted.

Event description:
Patient reported right breast implant rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d10, h3, h4, h6. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no openings or issues related to rupture device were observed.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right breast implant rupture. The device remains implanted.